Manufacturer narrative:
At this time, the customer will not be returning the device for evaluation. The device passed testing at the user facility and was returned to clinical service. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
Report 1 of 2. The customer contact reported a delay in critical therapy following an alarm condition. It was reported that two symbiq pumps were in use at the time of the event. At an unspecified time, the customer contact reported the pumps were programmed to deliver either dextrose (B)(4) at an unspecified rate, an unspecified concentration of insulin at a rate of 5.6units/hr, or (B)(4) normal saline with unspecified additives at a rate of 100ml/hr. The customer contact could not provide further programming or which pump was delivering which medication; however, the symbiq tubing sets were reported as "y" together and were connected to the pt's antecubital IV site. After an unspecified length of time, the customer contact reported both pumps alarmed for distal occlusion. The nurse reported that the tubing set configuration then was changed. It was reported that each of the tubing set was connected to a port of a "quad lumen extension set"; however, the pumps continued to alarm. At that time, the nurse reported the IV access was checked and was found to be patent. The devices were removed from clinical use. The therapy was resumed using replacement devices and tubing sets. Although there was potential for serious injury, the customer contact reported the pt's status was unchanged. No medical interventions were required. Though requested, no additional info was provided.